Manufacturer narrative:
This report is for one unknown screw/unknown lot. Part of device remains in patient; device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a periarticular proximal humerus revision surgery was performed on (B)(6) 2014 due to one of the seven screws being broken that were implanted with an eight-hole 3.5mm locking compression plate. The original surgery date is (B)(6) 2014. The plate and six screws and one screw head were removed. The shaft of the broken screw remains implanted in the patient. The patient was re-plated with a ten-hole 3.5mm locking compression plate. Surgery was completed successfully with no surgical delay reported. There is no device allegation against the plate or the other six screws that were implanted and removed. The revision was performed due to patient complaint of pain, post op x-rays on an unknown date revealed one broken screw. This report is for one unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.